Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint showing that cap/stopper assembly was attached at an angle due to a cocked stopper, and a damaged hemoguard shield was observed. Additionally, 100 retained samples from the bd inventory were visually inspected, and no cocked stoppers or damaged caps were found. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes the tube the device failed to assist in containing blood. There was no patient impact. The following information was provided by the initial reporter: customer claims that the observed that the stopper has not correct position at the tube. No stoppers has released from tubes. No impact on patient. No impact on analyze results.